Event description:
Pt had two vein grafts anastomosed with aortic connectors. Five months postoperatively, cardiac catheterization demonstrated both grafts were occluded. Reoperation was performed. The pt had a history of diabetes and hypercholesterolemia.